Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 808.08; this condition had the potential to interrupt delivery. This condition was found in the 2nd surgical department. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a failure code of 808.08 was confirmed as failure code 808:07 and not reproduced during product evaluation. The root cause of this condition was assigned to a faulty pump head module. The pump head module was replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. A device history review was performed and no abnormality was observed in the manufacturing of this device.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.